Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the error 1 message on the meter remote will not clear. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.